Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole upon multiple inflations at below rated burst pressure. The device was removed using normal method without any issue and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.